Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and power on self-test were performed. During the visual inspection the f-38 alarm was identified. This alarm was caused by damaged force sensing resistor's (fsr's). The fsr's were replaced. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had an f-38 alarm (malfunction in tube misleading detection circuitry). There was no patient involvement. Additional information was requested and is not available.